Event description:
Patient presented at dr.'s office with a golf ball size mass near the sensing lead incision. Looked a little swollen but the skin was normal. Dr. Said it was firm and mobile but not tender. Patient is being brought back for an additional dr visit and for a check to ensure the inspire system is functioning normally.

Event description:
Physician and patient decided to have the mass and the sensing lead removed. The removal went well. Upon inspection of the explanted lead we could see a "nick" near the fixed anchor that engineers hypothesized was the cause of the mass. All pathology reports were clear no sign of infection. Patient has since been seen by ent multiple times and hoping to get scheduled for reimplantation of sensing lead.